Event description:
It was reported that this pacemaker exhibited noise, oversensing, and pacing inhibition on the right ventricular (rv) lead that resulted in greater than two seconds of asystole. A lead revision procedure was done and the rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.